Manufacturer narrative:
Report source: (B)(6). PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a (B)(6) old patient required the use of a liver access and biopsy set for a liver biopsy procedure. During the procedure, a "faulty gesture" led to the rupture of the distal end of the biopsy catheter. The rupture led to a portion of the catheter separating and creating a foreign body within the patient. After an attempt to recover it, the foreign body migrated into the pulmonary arteries. The device was then visualized using conventional radiology and was successfully removed from the patient with use of interventional radiology. No other adverse effects were reported for this incident.

Event description:
Additional information received 24aug2020 stated that the blue catheter broke when the physician removed it from the rmt assembly. Two additional procedures were required to remove the fractured segment successfully.

Manufacturer narrative:
Additional methods code: device discarded (4115) . Investigation ¿ evaluation . (B)(6) (france) informed cook that on (B)(6) 2020, the biopsy catheter in a liver access and biopsy set separated and migrated to the patient's pulmonary artery. The 62-year-old patient was undergoing a liver biopsy procedure. During the procedure, a "faulty gesture" resulted in the biopsy catheter separating and migrating. The separated segment was visualized in conventional radiology and required two additional interventional procedures for successful removal. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There are appropriate controls in place to address this failure prior to distribution. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: ¿warnings: extreme care must be exercised during manipulation and withdrawal of catheter to prevent pulling catheter apart. Instructions for use 3. Introduce and advance the transjugular introducer sheath and stiffening cannula over the wire guide into the selected hepatic vein. When introducing these components as a preassembled set, the included straight catheter may be used to facilitate introduction. Once the set is positioned within the hepatic vein, the straight catheter should be removed. Note: care should be taken to prevent damage to the straight catheter during removal through the metal stiffening cannula. Leaving a wire guide through the straight catheter during removal may aid in preventing catheter damage.¿ a review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot and related subassembly lots found no nonconformances. A complaint database search found no additional complaints from the lot. Therefore, there is no evidence of nonconforming material in house or in the field. It was reported that a "faulty" gesture resulted in catheter separation. The instructions for use warn to withdraw the catheter through the stiffening cannula with care. It is possible that when the user withdrew the catheter through the guiding cannula, they inadvertently caused damage. Based on the limited information provided, no returned product for evaluation, and the results of the investigation, the cause of this event is unintended use error. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.